Manufacturer narrative:
The instrument has not been returned for evaluated. The customer reported complaint can not be confirmed nor denied. If the instrument is returned for eval a follow-up MDR will be submitted.